Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the 1/4 inch drill with jacobs chuck was found to be broken in two pieces. No further information was provided.

Manufacturer narrative:
It was confirmed by the service technician through visual inspection the device was broken in two pieces where the chuck assembly and driveshaft connect. The device was discarded by the manufacturer.